Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that customer received the following results on the performa combo system within 2 minutes, 1 minute, less than 1 minute, and 1 minute respectively: 1. Hi (result over 600 mg/dl) and 32 mg/dl 2. Hi (result over 600 mg/dl) and 14 mg/dl 3. Lo (result less than 10 mg/dl) and 491 mg/dl 4. 598 mg/dl, lo (result less than 10 mg/dl) and lo (result less than 10 mg/dl) sets of readings were taken on different days. No actions taken based on device results. No adverse event reported due to the device. The manufacturer requested return of suspect product for evaluation.